Manufacturer narrative:
Investigation conclusion: the reported issue of dim segments was confirmed on 5 out of 11 returned boards. The returned display board assemblies were tested using a lvp mockup test fixture (eq111581) attached to a cad pcu. The returned boards were tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. 5 out of 11 returned lvp display board assemblies exhibited dim segments. 6 boards were observed with no dim segments. One returned board was observed with a broken j1 clip. Risk assessment dir: 10000285368 reports dim segment issue associated to faulty component of the seven segment display. There was no patient involvement (npi). Device inspection: the customer returned 11 lvp display board assemblies each with tape written with a serial number suspected to be the lvp from which it came from. Visual inspection was performed and 10 out of 11 boards were observed with no damage, corrosion, or cold solder was observed. Pcb s/n(B)(6) was observed with j1 clip broken on display board. Root cause analysis: the exact root cause was not identified, however prior failure investigations identified the probable cause to be related to the led manufacturing process and/or raw materials. Device history review: review of the sn (B)(6) service history record showed the device had a manufacture date of 20jun2004. A review of the device service history record was performed beginning from the date of manufacture to the present date 20oct2020 and indicated that this device has been previously returned for service three times (25jan2008, 18sep2008, 05sep2018) for issues unrelated to this complaint. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only display boards were provided for the investigation.

Event description:
It was reported that the large volume pump (lvp) modules had a dim segment on the led display and needed to be replaced. There were no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the large volume pump (lvp) modules had a dim segment on the led display and needed to be replaced. There were no patient involvement.